Event description:
Provider states that the overlay is bad and worn out making the joysticks on/off button not work correctly. Provider also stated that the foam on the personal back is worn down and needs a new cover. No additional information provided.